Event description:
It was reported that the atrial automatic thresholds detected as greater that the programmed amplitude or suspected due to a rate too high. The atrial intrinsic amplitudes were of range and presenting electrogram (egm) showed ongoing atrial arrhythmia with occasional undersensing of atrial fibrillation waves. No adverse patient effects were reported. The device remains implanted.